Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 110v was being used on approximately (B)(6) 2024 during a robotic cholecystectomy and ¿giving a valve error message, shut down then started back up and worked. Working intermittently. Just in (B)(6) 2024. No injuries, slight delay¿. Per further assessment it was found "the operating room team heard an audible error message tone as well as the machine purge co2 simultaneously. There was no time to remove any instruments from the patient." There was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 110v was being used on approximately (B)(6) 2024 during a robotic cholecystectomy and ¿giving a valve error message, shut down then started back up and worked. Working intermittantly. Just in (B)(6) 2024. No injuries, slight delay¿. Per further assessment it was found "the or team heard an audible error message tone as well as the machine purge co2 simultaneously. There was no time to remove any instruments from the patient.". There was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found there was a venting valve error and low pressure unit failure. Preventative maintenance is not overdue. Repair/evaluation completed. Final test completed and met all specifications. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not close the valve at the trocar sleeve during surgery. The electronic control unit of the device adjusts the actual pressure as desired. Venting valve error! Restart the device. If the error occurs again call service! To enable the smoke gas evacuation function, connect the blue tube to a trocar and open the valve. We will continue to monitor for trends through the complaint system to assure patient safety.